Manufacturer narrative:
One medfusion 3500 pump was returned for analysis due to displaying a motor drive error. There was pump motor drive post error in history. Start up and inspection were performed. The date on the battery was from 2016 and the lmd was 96. The operator replaced the battery and that cleared up the problem. The issue was due to normal wear and tear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that device had system failure- pump motor drive. No adverse effects reported.